Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's reservoir is unable to lock in place when inserted into pump. Customer's blood glucose level was 23mmol/l. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratched lcd window, cracked keypad at select button, cracked retainer, faded serial number label and scratched case. Reservoir locked in place properly during testing.